Event description:
(B)(4). I missed my period that month and for a few months after I started getting sharp pains that go from my pelvic around to my back. My periods started much more painful and heavier then ever. Through the years since then I have been suffering with abdominal pain, pelvic pain, burning sensations throughout my body, teeth falling apart. Anxiety is horrible. My body parts get numb and tingling for hour at a time . Most of the time. The list goes on.